Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply voltage was adjusted, the fluoro functions and generator interface boards were reseated, and the power cord lugs were retightened. The system was then found to be operating as intended.

Event description:
The customer reported that the system was intermittently displaying a communication failed error message on the workstation and that the system had to be rebooted to continue with proper operation. There is no report of pt injury associated with this event.